Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction. It was reported that the patient was experiencing pain and leg weakness. Physician notes that the patient, shortly after implant started experiencing numbness and weakness in her left leg. This is the same side the lead is placed on. She was having good therapeutic results from the ns. Physician said that her amplitudes were around 1. Weakness did not improve with program changes or with turning the stimulation off for a period of time. Physician attempted to get an MRI but it was denied by insurance so the only imaging he had is x-rays which he noted looked unremarkable. The lead and battery were successfully removed today in their entirety.

Manufacturer narrative:
Continuation of d10: product ID 978b128, lot# va2vm43, implanted: (B)(6) 2024, explanted: (B)(6) 2024, product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(6), ubd: 07-aug-2025, UDI#: (B)(4), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.